Event description:
It was reported that during a sterilization process, it was discovered that the motor device was not attaching to the drill bits device. During in-house engineering evaluation, it was observed that the device was slightly over the temperature specifications. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The customer reported condition was not duplicated or confirmed. However, during evaluation it was observed that the device was slightly over the temperature specifications. The device was disassembled which found corrosion on the motor, which caused the device to run over the temperature specifications. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.